Event description:
It was reported that the battery cap on the insulin pump was cracked. The reported blood glucose reading was 105 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion inside the battery tube and battery cap.